Manufacturer narrative:
A customer from sweden reported that he obtained a misidentification of y. Pseudotuberculosis as yersinia similis when testing a UK neqas sample with vitek® ms instrument (ref. (B)(4); serial number (B)(6)). Investigation: device history record and complaint database review. The investigator reviewed historical complaints and the device history record. There is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. Since (B)(6) 2016, three other similar complaints have been recorded for a y. Pseudotuberculosis misidentified as yersinia similis: sap (B)(6)¿ kb v3.0 - cause = kb weakness. Sap (B)(6)¿ kb v3.0 ¿ cause = non optimal spot preparation. Case (B)(6)¿ kb v3.2 - cause = kb weakness + non optimal spot preparation. Fine tuning: status good at the time of acquisition for tests made on (B)(6) 2021. Spot preparation quality: it was not possible to evaluate the quality of the sample spot preparation because only one test was performed. However, their calibrator spot quality preparation was non-optimal (¿all peaks¿ values were heterogeneous). Knowledge base review: y. Pseudotuberculosis is present in the vitek ms kb v3.2. The system was operational during the tests, so this species should be correctly identified. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2 and next vitek ms kb v3.3 under construction, spectra led to yersinia similis. The misidentification to yersinia similis was obtained with a low identification score (-0.23) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Reprocessing the customer data with saramis (ruo database) v4.16 ¿ reference spectra identified the sample as y. Pseudotuberculosis - yersinia similis with a low discrimination score. Next, the investigator analyzed of strain has been done using biomérieux r&d department¿s UK neqas 4851/6243 specimen which contains four species : yersinia pseudotuberculosis, citrobacter koseri, enterobacter cloacae and enterococcus faecalis. The quality control laboratory tested the isolate of yersinia pseudotuberculosis with vitek ms v3 (five spots) and they obtained the following results: 2 spots gave single choice to yersinia similis. 2 spots gave low discrimination to yersinia pseudotuberculosis - yersinia similis. 1 spot gave low discrimination to yersinia similis - yersinia pseudotuberculosis - yersinia frederiksenii. Biomérieux quality control laboratory reproduced the vitek ms customer misidentification on 2 out of the 5 tests made. Sequencing of the strain was performed to confirm the strain identification. The strain was confirmed to be yersinia pestis or yersinia pseudotuberculosis, based on full-16s sequencing. This gene is not discriminatory enough to distinguish several yersinia species such as yersinia pestis, yersinia pseudotuberculosis and yersinia similis and more studies such as mslt typing should be done to obtain the precise identification. Taking into account that the strain source is neqas it is unlikely that the strain is a yersinia pestis. The vitek ms knowledge base user manual ref. 161150-924a for vitek ms clinical use v3.2 contains the following text: ¿there is a possibility of cross-identification between yersinia similis and yersinia pseudotuberculosis.¿ conclusion: based on the investigation results and the additional notes of the vitek ms knowledge base user manual, the cause of the issue has been defined as a knowledge base weakness. Further investigation and development activities will be conducted by r&d. Local customer service also provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref(B)(4)) to further assist with sample spot preparation.

Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight massspectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device used in conjunction with other laboratory tests to aid in the diagnosis of bacterial, yeast and mould infections. Description of the issue: a customer from (B)(6) reported that he obtained a misidentification of y. Pseudotuberculosis as yersinia similis when testing a UK neqas sample with vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The customer performed an initial test with vitek ms and obtained an organism identification to yersinia similis (99.9). The customer ordered a new sample and then obtained two low-discrimination identifications: y. Similis / pseudotuberculosis. Y. Similis / y. Pseudotuberculosis / y. Frederiksenii. The low discrimination results included the survey expected result y. Pseudotuberculosis, but the first result obtained was a misidentification. As the issue occurred with an external quality control strain, there is no patient involved.